Event description:
A report was received on 22 may 2025 from a 56-year-old male patient with a medical history including hypertension and end stage renal disease, who stated pink tinge was observed in the waste line and the patient experienced vomiting during a home hemodialysis treatment on (B)(6) 2025. Additional information was received on 28 may 2025 and 03 jun 2025 from the nurse who stated the patient was admitted to the hospital on (B)(6) 2026 and diagnosed with hematuria, a urinary tract infection and acute pancreatitis. The patient was released in stable condition on (B)(6) 2025 and continues to treat with the nxstage system.

Manufacturer narrative:
The returned cartridge was evaluated and the presence of discolored fluid in the effluent line was confirmed. A root cause could not be determined from the available information. A device history record (DHR) review was conducted for the reported lot number and confirmed the product was released for distribution having met quality and manufacturing specifications and requirements. The nxstage system one user guide includes hemolysis as a potential risk associated with dialysis therapy and states an underlying medical condition or medication may alter the normal effluent appearance. All treatments must be administered under a physician's prescription and performed by a trained and qualified person, considered to be competent in the use of this device by the prescribing physician so that alarms and harmful conditions can be responded to promptly. UDI: (B)(4).